Event description:
Reportedly, during a follow-up performed on (B)(6) 2018, the subject device was found in vvi mode, whereas at previous follow-up it was programmed in vvir mode (with rate response activated). Moreover, it was observed that, at the beginning of june, the pacing rate dropped to the basic rate. No standby or re-initialization message was displayed. During the follow-up, the device was reprogrammed in vvir mode. Preliminary analysis confirmed the reported behavior.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during a follow-up performed on 21 aug 2018, the subject device was found in vvi mode, whereas at previous follow-up it was programmed in vvir mode (with rate response activated). Moreover, it was observed that, at the beginning of (B)(6), the pacing rate dropped to the basic rate. No standby or re-initialization message was displayed. During the follow-up, the device was reprogrammed in vvir mode. Preliminary analysis confirmed the reported behavior.